Manufacturer narrative:
Summary 1. No samples and photos will be returned. 2. DHR/bhr review lot#4052079. 1-the products of this batch were assembled at intima ii auto line 4 in april2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(6) pcs; 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3-the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications; 4-no unqualified, deviation or rework activities in the production process; 3. Cause investigation: 1-retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum.(B)(4). For the test reports. 2-the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the production process, all the test results were within the requirements of the product specifications, and no similar complaints about this batch of products have been received from other hospitals. The returned photo showed the leakage at the septum, for which the plant has launched CAPA to trace and investigate its root cause.

Event description:
Leaking compoent was identified as septum. No additional information provided.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked. On (B)(6) 2025, the nurse finished puncturing the patient's indwelling needle and after removing the core, blood flowed from the core. The patient was re-picked up with a new closed IV indwelling needle for a second puncture and was normal.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.